Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while in use on a patient, resistance was felt upon suctioning and the suction tube could not be inserted. The tracheostomy tube was replaced and the inner lumen of the removed tube was found narrowed. There was no patient harm, however, recannulation of a replacement tube was required.

Manufacturer narrative:
One sample of the single cannula tracheostomy tube was received for evaluation and the customer reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled properly at the tube according to blueprint specifications. A functional test was performed and two catheters sizes were inserted and extracted several times from the cannula and no restriction or obstruction were felt during the test. A dimensional test was performed on the inner diameter of the flange-connector. The reading was within specification according to blueprints. The inner diameter of the cannula was measured. This reading was also within specification. No failure mode was observed in the received sample. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.